Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that while attempting to manipulate devices through the catheter. When attempting to remove the devices from the catheter, the components became stuck and broke off inside the catheter. The catheter and broken components were removed together. No additional patient consequence to report.

Event description:
The account alleges that while attempting to manipulate devices through the catheter. When attempting to remove the devices from the catheter, the components became stuck and broke off inside the catheter. The catheter and broken components were removed together. No additional patient consequence to report.

Manufacturer narrative:
The suspect device may be returning for a full evaluation. A supplemental report will be submitted once the evaluation is complete. A lot number was reported, and a review of the manufacturing history record is in progress.